Manufacturer narrative:
The field service engineer found the rinse mechanism tubing was contaminated. He replaced various parts, performed adjustments and cleanings. The customer ran calibrations and qc which were acceptable. The last calibration was performed on (B)(6) 2021, there were alarms noted. The qc recovery was acceptable. No indication for a performance issue of reagent. The alarm trace contained multiple abnormal aspiration alarms on the date of the event. The investigation determined the service actions resolved the issue. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable ca2 calcium gen.2 result for one patient with the cobas 8000 c 702 module. The initial result was 7.7 mg/dl. The repeat result was 9.6 mg/dl. The questionable result was reported outside the laboratory. The repeated result was deemed correct. The reagent lot number was 51911501 with an expiration date of 28-feb-2022.